Event description:
On (B)(6) 2018 patient presented to (B)(6) center accompanied by spouse for assessment and evaluation of the patient following repeat overnight calls to ther on-call rn reporting fullness, "short breathed" and inability to complete treatment on cycler due to an alarm. Shortly after arrival to the clinic patient became unresponsive in the lobby. CPR was initiated by staff rn and ems was contacted. Upon ems arrival to the clinic, they continued resuscitation measures and transported the patient to the local hospital. Physician was notified and later reported patient expired at the hospital with cardiac arrest as the cause of death. Following event, cycler was obtained from patient's home. Upon review of treatment logs, noted multiple and various alarms occurring during treatment over the previous several days. Patient had also been seen in the emergency room and diagnosed with peritonitis with initiation of antibiotics.